Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the retention clip was broken. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 23, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore a thorough investigation could not be performed and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.